Manufacturer narrative:
Lot number corrected from 794305 to 794306.

Manufacturer narrative:
Tooth fracture can occur upon debonding (removal) of device. Literature describing debonding adverse events can be traced back to at least 1996. This was a new user of the device. Literature accompanying device specifically states the instruments to use, and that debonding is conducted without twisting or pulling. Providers are trained to use care when debonding device. Provider re-trained on debonding protocol and provided with appropriate instruments to use for debonding.

Event description:
Patient was in to have device removed after 4 months of use. Provider removed excess adhesive from around device. With a pair of 'regular' pliers, applied twisting motion to deform and debond the device. Device debonded from surface and patch of enamel broke off and remained attached to the device.